Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with two proglide devices using the pre-close technique via a 9f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment of the first proglide. An attempt was made with another proglide device; however, the suture came out of the vessel with the needle plunger when removing it after deployment. The physician stated that both devices "felt wrong" when deploying the needles and suture. It was noted that there was a high degree of calcium seen on the medial wall of the artery on fluoroscopy. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.